Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after initial access and difficulty engaging the left coronary artery the patient became bradycardic and hypotensive requiring dopamine and impella cp access. Impella on in p-auto, immediate hemodynamic stabilization and the patient's rhythm went from a junctional rhythm to atrial fibrillation (afib) rapid ventricular response (rvr). The patient was given 2 150mg boluses of amiodarone with unsuccessful cardioversion. The patient was sedated again and a single synchronized shock at 100j was delivered with successful conversion form afib rvr to sinus brady and a rate of 58 bpm. The patient was noted to have several unifocal premature ventricular contractions but remained awake and alert to commands. The peel-away sheath was removed, position optimized under fluro. The groin was dressed and the patient is sent to intensive care unit for hemodynamic monitoring. The patient survived the event.